Event description:
Nurse practitioner (np) was placing a central line in pt's left femoral vein. Np had placed the catheter in the position over the guidewire. Np unable to remove the guidewire from the catheter. It became spring-like and would recoil as np pulled on it as opposed to the expected outcome of it sliding out of the catheter.